Event description:
It was reported that the patient had a syncopal episode while using the bathroom due to the patient's condition, stating she fell off the toilet and subsequently became symptomatic. The patient was brought to the emergency room and the right ventricular (rv) lead exhibited loss of capture and high out-of-range pacing impedance measurements, which was suspected to be caused by lead fracture. No lead revision was performed or planned. Further lead testing showed acceptable and in-range thresholds and impedances when in a unipolar configuration. Due to patient's hospice and dnr status, this was deemed acceptable programming by the physician. At this time, this rv lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient had a syncopal episode while using the bathroom due to the patient's condition, stating she fell off the toilet and subsequently became symptomatic. The patient was brought to the emergency room and the right ventricular (rv) lead exhibited loss of capture and high out-of-range pacing impedance measurements, which was suspected to be caused by lead fracture. No lead revision was performed or planned. Further lead testing showed acceptable and in-range thresholds and impedances when in a unipolar configuration. Due to the hospice of the patient and dnr status, this was deemed acceptable programming by the physician. Subsequently, a procedure revision was performed and rv lead fracture was confirmed, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.